Event description:
Two nurses were lifting a resident back into bed with the lift in the full up position and was beginning to come down over the bed when the bolt allegedly broke, causing the spreader bar to snap and the consumer dropped to the bed. No serious injury is alleged.

Manufacturer narrative:
During a transfer, the caregiver alleges a bolt broke resulting in the patient falling back onto the bed. No injury has occurred. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance or a transfer error has occurred that may have caused or contributed to this alleged incident. User was treated at the hospital and xrays were taken. MDR filed as a conservative measure.